Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine inspection, the cs100 intra-aortic balloon pump (iabp) unit reported a system failure.

Manufacturer narrative:
A getinge field service engineer (fse) inspected equipment on site at the hospital. The inflation valve group was re-plugged by fse. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.